Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer was assisted with clearing the alarm. Customer doesn't use the sensor feature in the device. Customer stated they are unable to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery test due to motor error alarm however, the motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.